Event description:
Customer reported to beckman coulter, inc. (Bec) that there was clear liquid leak under the front panel of the lh 750 hematology analyzer. Customer reported that he thought the liquid that leaked was diluent. The customer reported that they replaced the leaking tubing. Customer did not identify the tubing location. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
(B)(4).